Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 500 mg/dl. Customer¿s current blood glucose level was 480 mg/dl. Customer was treated with manual injection. Customer was assisted with troubleshoot and insulin exited. Insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.